Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device will be explanted due to suspected premature battery depletion (pbd). No adverse patient effects were reported.